Event description:
It was reported that during a left pancreatectomy, this stapler got locked, the cut-and-staple mechanism failed to actuate, and it was not possible to reopen the stapler in order to remove it. As a consequence of this event, hospitalization time was prolonged.

Manufacturer narrative:
(B)(4). Additional information has been requested; no response has been received to date. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The device closed, fired and opened properly during testing.

Manufacturer narrative:
(B)(4). Additional information - additional follow-up: can you please provide the steps that were used to open the device? During what stroke did the device lock? Can you confirm the location of the pancreatectomy? Head of the pancreas? Yes. How is the patient currently? Well. Was this procedure converted to open? No it was an open procedure and do we know how long the extra stay in the hospital was? No. On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? On pancreas. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? During what kind of procedure was the device used? During a pancreatectomy. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes as always. Was the cartridge correct inserted, did they hear the "click" yes. What color cartridge was being used? What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. What was the outcome, leakage, bleeding or other please specify? Has this any impact on the patient, the surgery or the healing process? No. Is there any other additional information you would like to share about this device or procedure? No.